Event description:
It was reported a patient presented to the emergency room with chest pain. A CT was performed and one filter fragment was found in the patient's right ventricle and 3 or 4 were found in the lung. The patient was also having tia symptoms. The patient was noted to have underlying neurological issues. It was reported that a brain CT was performed and no fragments were found, therefore, it is believed there is no relationship between the detached filter components and these symptoms. The filter was implanted 3 years earlier. Filter retrieval was not attempted as there was clot in and above the filter, in the cava. It is unknown if fragment retrieval was attempted. It is unknown if there were any procedures performed on the patient after the filter was implanted. Another filter was placed above the filter.

Manufacturer narrative:
The device history record could not be reviewed as the lot number is unknown. The filter was not returned for evaluation as it remains implanted. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown. The information for use (IFU) for this device states: potential complications: possible complications include, but are not limited to, the following: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.